Manufacturer narrative:
Further information from the reporter regarding event, product and patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event as follows: method of use - posology ¿ juvéderm® volift¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise.

Event description:
Healthcare professional reported during injection with unspecified juvéderm® volift¿ "the piston teared out." No noted injury to patient or injecting physician.